Manufacturer narrative:
H6 patient codes: 1994,2061, 3189 - surgical intevevention, 3191 - mesh failure it was reported that the patient underwent mesh removal with new implant on (B)(6) 2019 due to reccurent hernia, pain, discomfort, adhesion, severe scarring, and mesh failure. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.